Event description:
It was reported that the pump motor had stalled with no recovery recorded. This was confirmed in the event logs. The motor stall was caused by an MRI (magnetic resonance imaging). The pump status was not checked until the following day. After interrogating the pump the motor stall recovery log was present. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.